Event description:
Lens opacification presumably caused by calcification was observed 03. Date of original surgery 01. The pt v/a pre-op was 20/22 and after the opacification was noticed, it decreased to 20/16. The lens remains implanted.